Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 395 mg/dl. No significant events leading to the alarm were observed. Nothing further reported.

Manufacturer narrative:
Findings: no button error alarm noted. Act button did not respond due to flattened button dome switch. Unable to perform displacement, basic occlusion, occlusion, prime/a33 , no delivery test due to no button response. No moisture damage on electronics. Pump received with missing address/serial number label, minor scratched display window, cracked display window corners, cracked belt clip slot, cracked reservoir tube lip.(B)(4)